Manufacturer narrative:
The tech found the head section came out of the slides. The tech replaced both slides to repair the bed.

Event description:
Info received indicates the head section popped off the track.